Event description:
It was reported there was filling difficulty. The healthcare professional (hcp) was having difficulty accessing the pump for refill. The patient presented with increased spasticity (spastic) in both legs despite several pump increases. The hcp ordered an x-ray and a pump/catheter dye study. The x-ray showed difficulty visualizing catheter and the catheter dye study revealed a flipped pump. Surgical intervention was planned and the patient was referred to the implanting neurosurgeon. The product issue was resolved and the cause of the issue was determined by dye study and x-ray to be a flipped pump. Any catheter issues have not been identified. The catheter will be evaluated during surgical intervention. It was not known if there is a catheter positioning issue at the time of report. The patient¿s status at the time of report was alive ¿ no injury. The current pump flip issue was not due to inadequate placement during initial implant of the device. Regarding patient outcome, it was unknown if the patient was receiving effective therapy. Additional information received reported the patient underwent pump pocket revision to place pump in appropriate oriented position in the pocket with new sutures to anchor the pump into the pocket using the pump suture loops. The surgeon also removed the old catheter since he was unable to aspirate and replaced with a new catheter. The revision surgery occurred on (B)(6) 2015. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).